Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. No blood glucose reading was reported. The customer stated that his blood glucose levels dropped because he gave too much insulin for his food. Nothing further was reported.